Manufacturer narrative:
The device was not able to be returned as it cannot be confirmed if the patient had a transmittable disease. As a result the exact root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the smaller tube to internal channel was leaking at the main-inflation arm joint and the white balloon could not be inflated. The issues were found during pre-test. No injury was reported to the patient.